Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument had smoke coming from the elbow and wrist. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of insulation damage to be related to the customer reported complaint. During visual inspection, the instrument was found to have thermal damage at the yaw pulley. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument released energy and arcing was observed. Inspection of the silicone potting and conductor wire weld to hook/spat base was performed by cutting distal clevis and removing conductor cap. The conductor wire was not broken and was still attached to the yaw pulley. The wires were exposed. Additional observation(s) related to customer reported complaint were also identified: the pch instrument was found to have charring and localized melting on the monopolar yaw pulley. The thermal damage was found at the base of the hook near the weld. .